Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Asset: 8015ls pcu dom v9.19.1.2 a/b/g case description: biomed need assistance on 8015 sn (B)(4) that has an error 800.8000 would like to know what he can do to correct the error. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I assisted biomed on 8015 sn (B)(4) that has an error 800.8000, I recommended to re-flashed the device 8015 and if continue to show up the error 800.8000 is more likely the logic board is faulty. Biomed will call back if needed further assistance.